Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Device evaluation: fse replaced the thyratron, thyratron trigger pcb, high voltage cable and high voltage choke. System is performing to specification. Manufacturing records review: there were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: the product failed to function and parts were replaced. As a result of the investigation there was no device quality deficiency as manufacturing, service and design met specifications prior to being released. Johnson & johnson surgical vision will continue to monitor the issues evaluated in this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a laser variation and a refill and boost did not help. A field service engineer (fse) visited site and during the evaluation of the system found the laser misfiring.